Event description:
After 7 months of implantation, this lead was removed because of diaphragmatic stimulation and a loss of ventricular sensing.

Event description:
After 7 months of implantation, this lead was removed because of diaphragmatic stimulation and a loss of ventricular sensing.